Event description:
It was reported that the asymptomatic patient presented in the emergency room via patient notification alert. It was noted that the right atrial lead exhibited low impedance. The lead was programmed off. The patient notification feature was turned off and diagnostics were cleared. The patient was discharged.